Event description:
The device was used during a colon procedure. Reportedly, the staples did not form completely and the knife advanced. No pt injury was reported. The surgeon hand sewed to complete the procedure.